Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Medical device problem code a150207 captures the reportable event of stent failure to remove. Medical device problem code a0401 captures the reportable event of stent break. Patient code e2008 captures the reportable event of unretrieved device fragment. Impact code f2202 captures the reportable event of endoscopic procedure. Impact code f2301 captures the reportable event of additional device required. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation (bsc) that a patient with cholangiocarcinoma underwent an endoscopic retrograde cholangiopancreatography (ercp) stent exchange procedure in the common bile duct on (B)(6) 2023. During the procedure, when the physician attempted to remove the advanix biliary stent for stent exchange, the proximal end of the stent got stuck in the duct. The distal end of the stent tore off when trying to remove the stent. When the physician attempted to pull the stent out again, the proximal portion tore and was left in the duct. Several attempts using different devices (spyglass) were made to retrieve the broken piece of stent with no success. The procedure concluded and a repeat ercp to remove the remaining portion of the stent from the patient is expected. No additional information from the user facility regarding the event has been provided to bsc to date.